Event description:
We current use precision dynamics corporation securline blood bands. Several of the armbands contained 2 distinct numbers, when the band should only have one number. These bands are used to identify all our patients who are to receive blood and blood products and this defect could potentially lead to the incorrect patient receiving blood or a patient receiving the incorrect blood type. Two patients had to be redrawn and re-banded prior to receiving blood. Manufacturer response for armband, securline blood band (per site reporter). They have requested additional information and pictures of the product defect.